Event description:
It was reported that a patient underwent gynecological procedures to treat pelvic organ prolapse and stress incontinence on an unspecified date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress incontinence on (B)(6) 2006 and mesh was implanted. The patient concurrently had a hysterectomy at the time of the sling procedure. After implantation patient experienced pain, erosion, extrusion, infection, fistulae, dyspareunia, vaginal scarring and bowel problems. The patient underwent fistulotomy with removal of mass on (B)(6) 2011 due to perianal sinus to perivaginal and periurethral area with mass extrusion. The infected mesh was removed and performed a transmuscular fistulotomy due to perirectal fistula on (B)(6) 2011. (B)(4) - extrusion; dyspareunia; bowel problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced hematuria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.